Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. All components of the existing aus were explanted and replaced with a new aus. The patient was reported to have recovered following the procedure.